Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ¿wheel¿ on the connection block was broken. The patient cable was replaced and returned. No patient complications were reported as a result of this event. The event date is unknown.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the heart wire connector negative locking wheel was broken off, that the case halves were separating. Analysis noted that both positive and negative continuity tests measured open, and that the open connections were probably by the end of the external pulse generator (epg) plug by the strain relief. It was further noted that the cable was over two years old and was therefore at end of life. (B)(4).

Event description:
It was reported that the ¿wheel¿ on the connection block of the patient cable was broken. The patient cable was replaced and returned. No patient complications were reported as a result of this event. The event date is unknown.

Event description:
It was reported that the ¿wheel¿ on the connection block of the patient cable was broken. The patient cable was replaced and returned. No patient complications were reported as a result of this event. The event date is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.